Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the xenon light source was getting an e103 ignition error, and overheating. The issue occurred at the end an unspecified procedure, the procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that the fan is running, and the grill is not blocked. It was advised that the issue could be related to the lamp, the heatsink housing, or the light source. The customer was instructed to verify that they are using the olympus lamp maj-1817-xenon lamp. Additionally, they were advised to switch the lamp and heatsink assembly, as they had another working clv-190-xenon light source. The customer later reported back that they vacuumed the internals of the unit and will be running the unit today. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.